Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while inserting the femoral implant, the clips on the femoral impactor broke.